Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed, and the root cause was determined to be use error- patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 4 of 4 on the homechoice machine (hc). The nurse reported that the home patient (hp) disconnected and forgot to press stop, and then reconnected to the hc before the alarm occurred. The technical service representative(tsr) assisted the nurse to cycle power to get to "press go to start." There was patient involvement; however, there was no injury or medical intervention reported.